Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
--

Event description:
Information was later received that prior to explant, telemetry could not be established and there was no magnet response.

Event description:
Boston scientific crm received information that this patient presented with shortness of breath and a heart rate of 25bpm. The patient had not been seen in 6 years and the device was well beyond end of life. As a result, the device was explanted.